Manufacturer narrative:
Device component is being returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a myomectomy in (B)(6) 2025. It was discovered during a office visit check-up that the koh cup was remaining in the vaginal cavity and it was subsequently removed. No harm was reported to the patient. No additional information is available. Kc-rumi-30 koh-efficient (B)(4).

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h4, h6, h11. Distribution history: the complaint product was manufactured at csi on 03apr2025. Manufacturing record review: DHR was reviewed and no non-conformities related to the complaint condition were noted. Historical complaint review: a review of the 2-year complaint history did show similar reported complaint condition. Product receipt: the complaint unit was returned 18feb2026. Visual evaluation: the returned product consisted of only the cup. On the cup, it was confirmed that glue was applied during manufacture of the device. The rest of the device was not returned for full evaluation. Functional evaluation: functional evaluation of the component was not possible as only a portion of the device was returned for evaluation. Root cause: based on the information provided in the complaint, a definitive root cause for the reported issue could not be conclusively determined at this time. Evaluation of the returned device found that the cup was detached from the main body of the kc; however, visual inspection and device history record (DHR) review indicate the product was manufactured in accordance with specifications. Inventory stock from lot 550023882 was reviewed for availability to support further investigation, but no units were found. One potential contributing factor may be improper handling of the product. To mitigate the risk of cup detachment, csi stafford performs 100% in process inspection using a bend test, followed by aql quality control inspection requiring units to pass bend and pull testing. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the root cause cannot be reliably determined with the information provided.

Event description:
No additional information.